Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient birth date not known) on (B)(6) 2010. According to the complainant, during the procedure, a cervical fluid leak was noticed 3 minutes into the ablation cycle. A fluid loss alarm was generated on the hta console. The alarm occurred at a rate of 24cc/min. At this point, the procedure was aborted . A tenaculum stabilizer and speculum were used. The patient was pre-dilated prior to the procedure to 19 french. The patient had a normal cervix. The patient sustained minimal blanching to the posterior cul de sac. The size of the blanching was estimated to be 1 cm. No treatment was administered to the patient. Clinical follow up information revealed that there was nothing unusual about the patient's anatomy, the burn was categorized as "1st degree" and the patient was not on cycle. There were no further patient complications reported and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.